Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted and patient will be monitored with routine follow up.